Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: br. J. Surg. Vol. 61 (1974) 313-317. (B)(4).

Event description:
It was reported via journal article "title: the use of dexon and plain catgut in circumcision". Author(s): g. L. Mouzas and peter pompa. Citation: br. J. Surg. Vol. 61 (1974) 313-317. This study aimed to compare the use of dexon and plain catgut in circumcision. A total of 68 male patients (aged 3 months to 56 years) underwent circumcision with either dexon sutures (n=37) or plain catgut, ethicon sutures (n=31). Postoperatively, outcome in plain catgut suture group included tissue reaction comprised of oedema (n=24) of which 5 had erythema; and infection (n=8) treated with penicillin therapy (n=1) and one resolved without treatment; minor bleeding (n=1) requiring additional sutures of the appropriate material. Catgut absorbed more quickly. The relative lack of tissue reaction to dexon in comparison with catgut supports the findings of other clinicians.